Event description:
No harm to patient. Perclose prostyle closure system failed inside patient vessel. Md inserted system and attempted to deploy closure device. Footplate on device did not engage and when operator attempted to remove the system, the footplate would not retract to get the device out. After multiple attempts at maneuvering the device within the vessel, it was freed and removed from the body.